Event description:
It was reported to target that during a thrombolysis procedure, a 45 degree curve was put on the guidewire. During the procedure the guidewire was not responding and the tip had broken off. The wire tip was eventually remove with no consequence to the pt.